Event description:
This is report 1 of 2. This is a report of peritonitis and several diverticuli popped in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). On an unreported date, dianeal and extraneal therapies were withdrawn. The patient experienced cloudy pd effluent and pain and was hospitalized. The patient was diagnosed with peritonitis. During hospitalization it was determined that several diverticuli had popped (related to diverticulosis not diverticulitis). The patient was treated with unspecified antibiotics. The patient's catheter was removed, pd therapy ended and the patient was placed on hemodialysis. The patient was discharged home. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot numbers h12l19036 and h13b08020. No exceptions were observed that were related to the reported condition. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).